Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not alert her when the reservoir was low and that the drive support cap was protruding. Blood glucose level at the time of the incident was 465 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No unexpected no delivery alarm during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device low reservoir alarm function properly and no anomaly noted. No moisture damage on keypad, electronic, motor, vibrator and battery tube assembly during visual inspection. Device had minor scratched lcd window and cracked reservoir tube lip.